Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that had expired in 2023. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 20th, the user contacted dario to report low blood glucose (bg) readings.the user reported receiving a bg reading of about 170 mg/dl from his dario meter compared to a bg reading of about 130 mg/dl from his non-dario meter.